Manufacturer narrative:
Date sent 07/09/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the device clips failed to close when the handle of the device was squeezed. Another clip applier was opened and that clip applier's clips also failed to close properly when handle was squeezed. A third device was used to complete the case. No pt consequence.